Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported by the customer there was ballooning in tubing, pt blood pressure seemed to lower and intervention was needed. Material #2420-0007. Lot unk. Date of event - sept 30th. Patients IV tubing infusing vasopressin alarmed occluded spontaneously with no visible occlusion. Unable to get tubing to restart despite no visible occlusion. Upon opening the alaris pump, tubing had ballooned out. New tubing with new vasopressin bag spiked with resolution to alarm. Patients bp dropped as low as 52/37, requiring neosynephrine push to regain hemodynamic stability. The lot # was not recorded, and the tubing wasn¿t saved.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.